Event description:
A female born in 2009, was started on 20 parts per million of continuous inhaled nitric oxide the next day, for the treatment of persistent pulmonary hypertension of newborn (pphn) and meconium aspiration syndrome (mas). The following day, the staff nurse was alerted by the inovent which alarmed loss of pressure on the cylinder gauge and reducing no measurement that appeared on the machine's screen. The pressure reading on the cylinder gauge dropped to zero. The nurse subsequently increased the fractional inspired oxygen (fio2) from 28% to 80% to 80% on the sle oscillator and called for a replacement machine. The pt experienced an elevation in blood pressure and her oxygen saturation level lowered from 80% to 60%. An attempt was made by another staff member to restart the machine and the cylinder. The cylinder gauge measured 900 pounds per square inch (psi). The second cylinder was also turned on but no immediate change in nitric oxide measurement was visible on the machine's screen. The second cylinder was then disconnected and another inovent machine was attached. The pt was without inotherapy for 20 minutes. Once therapy was restored, the pt quickly improved. She was being actively weaned before the event occurred which resulted in restarting the weaning process. Approx 6 hours afterwards, the pt's fio2 level was reduced to 35%. The events were deemed moderate in severity and resolved. The loss of inomax delivery was assessed as the cause of acute reduction in the pt's oxygen saturation and elevation in blood pressure.

Manufacturer narrative:
The root cause for the incident was as a result of user error. The investigation on the case is closed with the following rationale: the staff is informed about the technical issues experienced in this case with reference to the operating manual and the change of cylinder procedure. Evaluation summary: the device investigation summary is as follows. The cylinder valve on the first cylinder was not fully opened. When the pressure in the cylinder decreases and the cylinder valve is not sufficiently opened for the lowered pressure, the flow will stop and will lead to stop in the delivery of gas, which the inovent alarmed for as designed. The second cylinder's cylinder valve was opened and purged. The gauge on the second cylinder valve showed full pressure, but nothing was delivered due to the low-pressure hose not connected to the back of the inovent device.